Event description:
It was reported that the pulse generator exhibited a message - diagnostics cleared due to invalid data - appeared during interrogation. The data would be cleared and the patient would be monitored.